Event description:
As reported, the device pendulum optics were defective. The issue found during device daily routine check. There was no patient involvement associated on this reported event. Device return evaluation found a broken cable and this caused a picture failure.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Device evaluation observed broken cable causing picture failure. The cable needs to be replaced. In addition, the exterior of the adapter was found damaged. Based on the results of the investigation, visual field is suddenly lost is due to broken cable. It is therefore, surmised that it occurred because the communication between the processor and the camera head failed due to the defective cable. Review of the shipping record of the subject device showed no defect was found in the device. It was surmised that the cable damage was caused by user operation. Feedback to user: please do not bend, pull, twist, or squeeze the camera cable with excessive force. The cable may be disconnected and broken. IFU (instruction for use) states as follows: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.